Event description:
Origin guard did not release after entering the laparoscopic abdominal site causing a superficial small laceration to the liver. The customer reported that the trocar allegedly failed to retract. The device history record review indicated no lot specific problem in the DHR. In addition, finished goods location was checked for any inventory containing the lot number. Unfortunately, no units with that lot number were available.